Manufacturer narrative:
(B)(4).additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of leak could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device was observed leaking before use. There is no patient involvement. No additional information is available.